Manufacturer narrative:
Reported event: an event regarding revision involving a uhr head was reported. The event was confirmed as implant sheets were provided for review, however, the reason for revision is unknown as no hazard or harm was reported. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient's uhr head was revised. The event was confirmed as implant sheets were provided for review, however, the reason for revision is unknown as no hazard or harm was reported. Further information such as the reason for the revision surgery, pre- and post-operative x-rays, revision operative report as well as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In reporting a revision of the patient's right hip on (B)(6) 2023, it was reported to the rep that the patient had 2 prior revisions (one on (B)(6) 2019) for reasons unknown. On (B)(6) 2019, a hemi hip construct was converted to a total hip (universal bipolar component head removed, a sleeve, head, adm/ mdm poly insert, mdm metal insert, shell, and screws were implanted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6260-9-126; 26mm std lfit v40 head; lot# 57049101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned to the manufacturer.

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2019. In reporting a revision of the patient's right hip on (B)(6) 2023, it was reported to the rep that the patient had 2 prior revisions (on (B)(6) 2019) for reasons unknown. In (B)(6) 2019, a hemi hip construct was converted to a total hip (universal bipolar component head removed, a sleeve, head, adm/ mdm poly insert, mdm metal insert, shell, and screws were implanted.